Event description:
Same case as MFR#: 2134265-2011-05148. It was reported that during a percutaneous transluminal angioplasty treatment procedure, an air embolism occurred. The target lesions were located in the right anterior and posterior tibial arteries. While utilizing a 6f x 25cm .038 super sheath, air was entering into the manifold. The physician was unable to successfully troubleshoot the issue and therefore, another 6f x 25cm .038 super sheath was selected. While attempting to hand inject dye into the second sheath, "dye came out the valve with dye traveling to the ceiling and on the physician. No significant blood loss." At an unknown time during the procedure, an air embolism occurred and traveled down the patient's leg. The patient did not have any symptoms as a result of the air embolism and treatment of the embolism was not required. This was reported to be a very difficult case and they were unable to adequately treat the patient's severe disease. The patient's foot was amputated; however, the facility reported it was not as a result of the embolism; they were unable to adequately treat her disease. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-05148. It was reported that during a percutaneous transluminal angioplasty treatment procedure, an air embolism occurred. The target lesions were located in the right anterior and posterior tibial arteries. While utilizing a 6f x 25cm .038 super sheath, air was entering into the manifold. The physician was unable to successfully troubleshoot the issue and therefore, another 6f x 25cm .038 super sheath was selected. While attempting to hand inject dye into the second sheath, "dye came out the valve with dye traveling to the ceiling and on the physician. No significant blood loss." At an unknown time during the procedure, an air embolism occurred and traveled down the patient's leg. The patient did not have any symptoms as a result of the air embolism and treatment of the embolism was not required. This was reported to be a very difficult case and they were unable to adequately treat the patient's severe disease. The patient's foot was amputated; however, the facility reported it was not as a result of the embolism; they were unable to adequately treat her disease. There were no additional patient complications reported and the patient's status is ok.